Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities was reprogrammed following the field advisory related to latching devices. Following the reprogramming, interrogation of the device could not be completed, as telemetry could not be established. As therapy availability could not be confirmed, the decision was made to explant and replace this device. To date, there have been no reported patient symptoms associated with this clinical observation.